Event description:
Information received from the field notes that the patient was in complete heart block with a ventricular escape rate of 40 b pm. The device did not appear to be pacing. The patient was stabilized and the device replaced.